Manufacturer narrative:
The reported event was addressed with phone support. The clinical sales representative (csr) stated that after power cycling the system, the issue was corrected and did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left master tool manipulator (mtm) moved on its own while the surgeon's head was in the viewer. The surgeon had a force bipolar instrument on universal surgical manipulator (usm) 1. The movement of the mtm pushed the instrument further into the patient. The customer was able to confirm that there was no patient injury. The technical support engineer (tse) viewed the system logs and noted 23075 mtm drift errors on the left mtm. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: surgeon was attempting to move the mtm and it then moved on its own. After it moved and surgeon did not have control, the surgeon took their head out of the console to ask the scrub tech to remove the instrument.